Event description:
It was reported that pump displayed malfunction alarm code malf 12, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset it without recurrence of the malfunction, and was advised to continue using pump and to call back if any malfunction alarms occurred again.